Event description:
It was reported that on (B)(6) 2025, the patient underwent PICC catheterization under bedside local anesthesia. One venous catheter was placed. On (B)(6), daytime blood draws were successful, and intravenous fluid administration was unimpeded. During the early night shift, the assigned nurse observed poor infusion flow accompanied by leakage. Upon flushing the catheter with saline, damage was identified on the exposed portion of the PICC line, with impaired catheter patency. The catheter was promptly clamped, disinfected, and covered with a transparent dressing. The venous access specialist nurse was notified to perform an in-situ catheter replacement, reinserting a PICC line to maintain the patient's infusion access. No further information provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.